Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that a revision surgery of an arthrex pegged glenoid was necessary in (B)(6) 2017 after the initial implantation on (B)(6) 2014. No further information received.

Event description:
Update dw 24-sep-2024: further information was provided that the glenoid was removed in an arthroscopic procedure.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.